Event description:
It was reported that the ventricular assist device (vad) exhibited low flows and increased power outside normal range. When the low flow alarm happened, the patient was pressing due to obstipation on toilet in the morning. Echocardiogram and computerized tomography (CT) revealed no findings of thrombus in front of the inflow cannula or kink of the outflow graft. In addition, the blood lab showed no evident signs of hemolysis. Upon admission the patient's international normalized ratio (inr) was 3.0 and was stated to be therapeutic, and there were no signs of hemolysis in the patient's urine. The patient was hemodynamically stable. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed several transient increases in power consumption above the normal operating range within the analyzed period. Log files also revealed a sharp decrease in power consumption and estimated flows leading on 03-dec-2022, followed by a return to baseline parameters beginning on 05-dec-2022; log files revealed fifty (50) low flow alarms were logged since 03-dec-2022. As a result, the reported high power and low flow events were confirmed. Information provided by the site indicated that in addition to the high power and low flow events the patient the patient was pressing due to obstipation on toilet in the morning. Echocardiogram and computerized tomography (CT) revealed no findings of thrombus in front of the inflow cannula or kink of the outflow graft. In addition, the blood lab showed no evident signs of hemolysis. Upon admission the patient's international normalized ratio (inr) was 3.0 and was stated to be therapeutic, and there were no signs of hemolysis in the patient's urine. The patient was hemodynamically stable. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the high-power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappr opriate pump rotational speed, and/or patient related factors. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including, but not limited to, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or patient related factors. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.